Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A product experience report received on (B)(6) 2017 stated that a few atrial tachycardia response were recorded due to oversensing noise on this lead. Isometric testing was done and noise could be reproduced. The physician was dr. (B)(6) at (B)(6) hospital, australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).